Event description:
Related manufacturer reference number: 2017865-2021-39954. Related manufacturer reference number: 2017865-2021-39955. It was reported that the patient presented with infection of the system. The system was explanted. The patient passed away due to complications from the infection.

Manufacturer narrative:
Correction: e1 physician's name, e2, and e3.

Event description:
New information indicated that the infection was not due to an abbott product or procedure.